Event description:
It was reported that the user announced a smaller-than-usual meal but consumed a larger meal, after which the ilet delivered increased insulin consistent with the input and observed glucose data. Concurrent readings showed continuous glucose monitor (cgm) blood glucose near 137 mg/dl with a trend indication and a confirmatory fingerstick of 142 mg/dl, with insulin on board of 7.88 units. Symptoms included hyperglycemia peaking at 263 mg/dl. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included user education and troubleshooting regarding correct meal announcement practices for the ilet system. Investigation of this case revealed that the device functioned as designed and that the discrepancy arose from an incorrect meal size announcement by the user. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal announcement accuracy.